Event description:
The balloon ruptured at 10atm during the first inflation. A percutaneous coronary intervention was being performed on a 90% stenosed, moderately calcified and moderately tortuous lesion. The 10mm x 2.50mm wolverine coronary cutting balloon was dilated once to ten atmospheres at which point it ruptured. The procedure was completed with a different device with no patient issues.